Event description:
Cardiology neurovascular ultrasound (cnvs) purchased an ultrasound echo machine from philips medical in 2014. Since then, there have been intermittent issues that have occurred. #1. While performing an echo study, the top screen went blank and the word "error" was on the bottom screen. We had to press the word "error" and the machine reset. This stopped the exam until the machine reset and then we could continue. This occurred 2 times,the second time being about 2 weeks later, where an issue was called into bio-med.#2. About 2.5 weeks after the first incident, at the end of a 3-d transesophageal echocardiography (tee), the machine froze with an error message of 207.2498.2d62.6. This occurred while the application specialist from philips was present. She was aware of this error code and stated she would call the philips service representative to come in and install an upgrade which was supposed to fix these "207" errors.after the upgrade one week later, this error occurred again and we had to shut down the machine to reset. Three weeks later, this occurred again during a 3-d tee, which bio-med was called. According to philips, there is another upgrade that should fix the 207 errors but it will not be available until april.#3. A month after the second incident, we also noticed a random brief flicker artifact on the screen during tee. It has been seen previously several times.